Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prime/a33 test. All operating currents are within specification. Off no power alarm function properly. Insulin pump received while stuck in motor error loop during bolus/basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during out testing. Unable to perform the a21 error test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for motor error. Blood glucose reading was 147 mg/dl. Nothing further reported.